Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room to be placed in hospice care. Upon interrogation, the pulse generator exhibited back-up vvi operation. No medical intervention was performed; as it was the family's decision to not have the device replaced.